Manufacturer narrative:
Manufacturer's investigation conclusion. The heartmate power module patient cable was evaluated following the reported event of the patient power module alarming consistently. The heartmate power module patient cable was exchanged, and the alarms resolved; however, the patient cable was not returned for analysis. The submitted log file labeled contained data spanning approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). There were no notable atypical alarms active in the log file. Multiple attempts were made to obtain additional information about the reported event such as the lot number of the heartmate power module patient cable, and if anything will be returning for evaluation; however, no response was given. The reported event could not be correlated to an issue with the power module patient cable. Heartmate iii instructions for use (IFU) (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage alarms, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) (rev. C) section 3 entitled ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 entitled ¿powering the system¿ states that power module preventative maintenance must be performed at least once every 12 months, which includes replacing the patient cable. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that the patient's power module was alarming consistently. No alarms appeared on the patient's controller during active audible alarm. There were no alarms when the patient was on batteries. Log file review captured multiple low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pi (pulsatility index) was elevated. The alarms resolved once the patient cable was replaced on (B)(6) 2021.